Event description:
It was reported that the device battery is depleting quickly and will likely last less than four years. It was also reported that it is not pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device battery is depleting quickly and will likely last less than four years. It was also reported that it is not pacing. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that the device was pre/approaching elective replacement (eri). Weekly battery voltage trend data in save to disk file _397000 shows min bat=2.89 to 2.65 volts between (B)(4) 2011 and (B)(4) 2012 is before device rrt<= 2.62 volt.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device projected to last 38% of its expected longevity. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device was analyzed and revealed that the device was pre/approaching elective replacement (eri). Weekly battery voltage trend data in save to disk (B)(4) shows min bat=2.89 to 2.65 volts between (B)(6) 2011 and (B)(6) 2012 is before device rrt<= 2.62 volt.